Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 44 mg/dl at the time of the incident. The customer was at 258 mg/dl at the time of the call. The customer used food and glucose tablets and was given glucagon and intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The customer reported the pump and meter were not communicating. The customer stated the pump was exposed to a CT scan. The customer stated one of their lows was due to her overriding a bolus. The customer also had lows on (B)(6) and (B)(6) 2019. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device communicated properly with the test blood glucose meter. The test value of 128 mg/dl was sent by the meter and received by the pump. No pump/meter communication anomaly noted. Device also uploaded properly using carelink. No motor anomaly or displacement anomaly noted during testing. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.